Event description:
It was reported that the stent was placed at the lesion, but it was not possible to inflate the balloon. A lot of force was required to remove the stent delivery system (sds). When the sds was removed from the patient, the stent was missing, and was noted to be lost in the mid segment of the rca. Another attempt was made to inflate the balloon (outside the patient), but it would not hold pressure, and a hole was observed. Since the guiding catheter had to be pulled out together with the sds and the guide wire, there was no attempt to cross the lesion again. The pt was sent to CABG. It is unknown if the stent was removed during the surgical procedure. No additional information available.